Manufacturer narrative:
Product analysis: model: 2490h10, serial/lot#: (B)(4): the remote monitor was returned and analysis revealed that there was a battery compartment corrosion failure. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.

Event description:
It was reported by the patient that the remote monitor batteries got hot inside the monitor, "exploded", and leaked battery acid inside the monitor. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis:the remote monitor was returned to the manufacturer and found there was a battery compartment corrosion failure. Visual inspection found that the corrosion was at the battery terminal. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the monitor has been replaced.